Event description:
During treatment of an unknown target vessel, it was reported that the physician was unable to detach the complaint deltaplush coil (B)(4), with the enpower control cable (B)(4). The deltaplush was successfully placed into the aneurysm when the detachment failure occurred. The physician attempted to detach the coil a number of times. Both the coil and the cable were replaced with other products to continue the procedure using the same detachment box. It was unknown if the pre-deployment electrical check was performed. It was also reported that during the procedure, the delivery tube of an orbit galaxy (B)(4) was kinked during insertion. According to the physician, when he was inserting the galaxy through the non-codman microcatheter, he suddenly experienced a severe resistance. It was replaced with another product. The physician reported that the delivery tube might have kinked during the insertion. The procedure was completed without further issues. However, due to the events, it was delayed for 5 minutes. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no visible damages were reported on the concomitant devices after the events. There was no stretching or unintended detachment of the coils observed in the vessel or in the microcatheter.

Manufacturer narrative:
The products have already been disposed, and not available for investigation. No further information is available. Concomitant medical products: unspecified 7fr 25cm sheath introducer, a chikai 0.014inch 200cm (asashi intecc, type unknown), 7fr roadmaster (goodman, type unknown), an excelsior sl-10 str (stryker, type unknown), and an okay (goodman, type unknown) were also used for the above procedure. Complaint conclusion: the devices were discarded and not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil¿s inability to detach and the coil delivery tube kink could not be confirmed without product return for analysis. It is not possible to determine the root cause of the events; however, procedural factors may have contributed to the detachment failure. The IFU instructs to verify the functionality of the microcoil delivery system before proceeding with microcoil placement. Based on the information provided, the resistance experienced while inserting the orbit galaxy may have been related to a kink in the delivery tube, although, based on the information available, it is not possible to conclusively determine the cause of the kink or the resistance. There is no evidence provided to suggest that the events were related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.